Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer connectors allow fluid in the transducer lines which required the transducers to be replaced during a patient¿s hemodialysis (hd) treatment. The replacement transducer is effective in keeping the arterial and venous chambers at the proper level. Upon follow up, it was reported that the event occurred during the first thirty minutes of treatment. The patients were hooked up, the chambers were good, and when the staff would come back to check on the patients, the arterial chamber would be empty and the venous chamber would be full. The staff would have to raise the chamber manually. The machine would alarm with a transmembrane pressure (tmp) alarm when the venous chambers were full and in some cases, the machine would alarm with an air alarm. There were no issues during priming, defect or damage seen to the bloodline, or loose connections. It was reported that not all patients experienced blood loss, however, there were some that did experience blood loss. The estimated blood loss is unknown. There was no patient serious injury, adverse event, or medical intervention required due to the event. All patients completed treatment on the same machine with new supplies. The actual sample is not available, however, a companion sample is available to be returned for evaluation.